Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the lip ring was damaged and received an insulin pump error. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. The customer performed self test and got a failed battery alarm, changed the battery and then rewound and again insulin pump received pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will not be returned for analysis.